Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block d6: the implanted date was chosen based on the information available of the implanted date was (B)(6) 2024. Block h6: imdrf device code a04 captures the reportable event of last too long. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e172001 captures the reportable event of abscess.

Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, has a persistent discomfort in the perianal after 10 months from spacer, he also had report urinary issues, a magnetic resonance imaging (MRI) was repeat and has 2.6 cm rim enhanced collection behind prostate. The patient got admitted to hospital and there got a computed tomography (CT) that showed a potential abscess.